Event description:
Rt team put a circuit on backwards, i.e. Insp. Limb on expiratory side and expiratory limb on insp. Side. This does cause ¿issues¿ with rainout, and potential loss of humidification to infant that could result in harm. In this occurrence it did not, but we feel like this is one of those things where the manufacturer should make it ¿dummy¿ proof so that it can't go on backwards.